Event description:
The lay user/pt contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Corrected data: please note that section g4 "alert date" was updated to reflect the date the complaint was received by a (B) (4) employee (02/24/10). Additional information received indicated that the stent was implanted at the unruptured left ica fusiform aneurysm involving (pcom) posterior communicating artery and (ach) anterior choroidal artery. The stent was able to be implanted, but only one, the site was planning a stent with-in stent. After the first stent was deployed, there was no possible to place the second one. It was decided to stop and stage the procedure. No coils were placed during the procedure. The reported re-bleed was no exactly a re-bleed, instead it was post-procedure bleeding sah with intra-ventricular contamination. Two hours after patient's general anesthesia was stopped. After the procedure, the patient was extubated and 2 and half hours later, the patient did not have neurological deficit, however the patient presented with sudden severe headache, partial seizure and immediate neurological deterioration with coma gcs 3. The patient was diagnosed with diffuse sah without hydrocephalus with severe cerebral edema cerebral, and was transferred to ICU for medical treatment for ih. Repeated CT scans showed no response to the medical treatment. The physician indicated that they believe the cause of the event was more double premedication (asa + plavix) as the origin of the bleeding rather than stent involvement. The family refused autopsy. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received via the (B) (4) study indicated that post procedure the patient had a re-bleed/subarachnoid hemorrhage with a modified (B) (6) scale score of 6 indicating that the patient expired. With clarification, it was reported that it was not a re-bleed, but was a post procedure bleed; a subarachnoid hemorrhage (sah). In addition, it was indicated that there was difficult stent placement. With additional information, it was reported that the intent was to place a second stent within the first stent; however, after placement of the first stent, it was determined that this would not be possible, and it was determined to stop and stage the procedure. The instructions for use (IFU) precautions that the performance and safety of two or more overlapped stents has not been established. No coils were placed during the procedure. Per the IFU, the enterprise vrd is intended for use with occlusive devices in the treatment of intracranial aneurysms. It further precautions that is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. Usage other than the approved labeling may involve risks not described in the labeling. The data indicated that the (B) (6) female underwent the index procedure to treat a nonruptured fusiform left supraclinoid carotid aneurysm involving the posterior communicating (pcom) and anterior choroidal (ach) artery. The aneurysm had a sac size of 4.2mm, width 7mm and neck of 6mm. The patient did not have a history of previous subarachnoid hemorrhage from other aneurysms. The wfns and (B) (6) scale were both 0. The enterprise vrd (B) (4) was placed at the site. No balloon was utilized in the procedure. After the procedure, there was a residual aneurysm. The patient was given aspirin, heparin and antiplatelet medication. Two hours after general anesthesia was stopped and the patient was extubated, the patient was without neurological deficit with neurological evaluation. At 2.5 hours later, she presented with sudden severe headache, partial seizure and immediate neurological deterioration with coma-glasgow coma scale 3. Sah with intraventricular contamination was reported. The patient was diagnosed with diffuse sah without hydrocephalus with severe cerebral edema cerebral, and was transferred to ICU for medical treatment. Repeated CT scans showed no response to the medical treatment. The physician indicated that they believe the cause of the event was more double premedication (asa + plavix) as the origin of the bleeding rather than stent involvement. The family refused autopsy. The stent remains implanted and therefore is not available for analysis. (B) (4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01413139 which corresponds to cordis lot 13471671. The history records indicate this product was final inspection tested at (B) (4) and was determined to be acceptable. Additional DHR review for the stent per ndc (nitinol devices & components) was completed for cordis nitinol lots: 506645, 506691, 506675 and 506789. The individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to (B) (4). Hemorrhage is a known possible complication of this type of procedure and is listed in the IFU as a potential adverse event. It is possible that aneurysm characteristics, patient and pharmacological factors along with placement of the stent without occlusive embolization devices may have contributed. As indicated by the physician, pharmacological factors appear to have contributed to the event with no indication that the event is due to stent involvement. The stent remains implanted and therefore is not available for analysis; however, based on the device history record review, there is no indication that the manufacturing process contributed.

Event description:
It was reported that the lead exhibited noise which could be reproduced with isometrics. The patient would be monitored.

Manufacturer narrative:
Per the (B) (4) study (B) (4) for patient (B) (4), indicated that during the procedure it was difficult to place the enterprise vrd system at the site. Post procedure, the patient had a re-bleed/sub-arachnoid hemorrhage with a modified (B) (6) scale score of 6 that indicated that the patient expired. For the index procedure, the data indicated that the (B) (6) female patient underwent the index procedure to treat a left supraclinoid carotid non-ruptured aneurysm with a sac size of 4.2mm, width 7mm and neck of 6mm. The patient did not have a history of previous subarachnoid hemorrhage from other aneurysms. The (B) (6) and (B) (6) scale were both 0. The enterprise vrd and delivery (B) (4) was placed at the site. No balloon was utilized in the procedure. After the procedure, there was a residual aneurysm. The patient was given aspirin, heparin and antiplatelet medication. Additional information indicated that the stent was implanted at the unruptured left ica fusiform aneurysm involving (pcom) posterior communicating artery and (ach) anterior choroidal artery. The stent was able to be implanted, but only one, the site was planning a stent with-in stent. After the first stent was deployed, there was no possible to place the second one. It was decided to stop and stage the procedure. No coils were placed during the procedure. The reported re-bleed was no exactly a re-bleed, instead it was post-procedure bleeding sah with intra-ventricular contamination. Two hours after patient's general anesthesia was stopped. After the procedure, the patient was extubated and 2 and half hours later, the patient did not have neurological deficit; however, the patient presented with sudden severe headache, partial seizure and immediate neurological deterioration with coma gcs 3. The patient was diagnosed with diffuse sah without hydrocephalus with severe cerebral edema cerebral, and was transferred to ICU for medical treatment for ih. Repeated CT scans showed no response to the medical treatment. The physician indicated that they believe the cause of the event was more double premedication (asa + plavix) as the origin of the bleeding rather than stent involvement. The family refused autopsy. Note: (B) (4) lot number 01413139 is cordis lot number 13471671. (B) (4): (B) (4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01413139. The history records indicate this product was final inspection tested at (B) (4) and was determined to be acceptable. Additional DHR review for the stent per ndc (nitinol devices & components) (B) (4). Cordis nitinol lots: 506645, 506691, 506675 and 506789; revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to (B) (4). No further action, including corrective action will be taken additional information will be submitted within 30 days of receipt.

Event description:
Per the (B) (6) study ((B) (6) 2001) for patient with (B) (6), indicated that during the procedure it was difficult to place the enterprise vrd system at the site. Post procedure, the patient had a re-bleed/sub-arachnoid hemorrhage with a modified (B) (6) scale score of 6 that indicated that the patient expired. For the index procedure, the data indicated that the (B) (6) female patient underwent the index procedure to treat a left supraclinoid carotid non-ruptured aneurysm with a sac size of 4.2mm, width 7mm and neck of 6mm. The patient did not have a history of previous subarachnoid hemorrhage from other aneurysms. The wfns and (B) (6) scale were both 0. The enterprise vrd and delivery ((B) (4)) was placed at the site. No balloon was utilized in the procedure. After the procedure, there was a residual aneurysm. The patient was given aspirin, heparin and antiplatelet medication.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The account alleges that the device has an unintentional movement of the head up function. No injuries were reported.